Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has helium leak. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and confirmed reported failure helium leak and additionally fse found damaged console. Fse replaced damaged console cover (d441-00-0194) and leaking helium reservoir (d997-00-0565). Tested system and completed full preventive maintenance (pm). Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit has helium leak. There was no patient involved.